Event description:
It was reported that the patient underwent an ablation procedure for a-fib in 2007 using a navistar 4mm catheter as part of the study. Five days later, the patient underwent a re-ablation procedure due to typical atrial flutter. A right atrial isthmus block was performed and the left atrium was mapped through a transseptal catheterization. There was recurrence of conduction from the left sided pulmonary veins. Complete pulmonary vein isolation was obtained. The following month, the patient complained of a faster than normal resting heart rate and a changed heart rate response during exercise. These symptoms partially disappeared and the doctor attributed the symptoms to the pulmonary vein isolation, and the influence on the autonomic nervous system. The patient also had an exanthema which was attributed to the cutaneous electrodes used for holter monitoring. The exanthema symptoms disappeared. The doctor believed that there was no connection to the specific use of the catheters during the procedure. The doctor was of the opinion that both adverse events are well known side effects of radiofrequency ablation and side effects of holter monitoring.

Manufacturer narrative:
No additional information could be obtained to date. The complaint product was not returned for evaluation. This catheter is not approved for treatment of atrial fibrillation.